Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset. It was noted this was likely due to battery status however end of service (eos) could not be confirmed. The device remains in use. No patient complications have been reported as a result of this event.